Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (early onset).

Event description:
Company representative reported unknown side "need to report an implant failure/infection for one of my surgeons." "Unfortunately, having a very hard time gathering any information about what kind of implant it was and when." Device has been explanted.